Manufacturer narrative:
H3: device evaluation: returned sample was confirmed that iol rotated to the left inside the nozzle and the rod passed over the right side of iol. It was confirmed that returned sample was filled with bss (balanced salt solution). The returned sample confirmed that iol was rotated inside injector and bss was filled. If bss is used instead of viscoelastic material, friction resistance between cartridge and iol lens will be higher and tend to rotate the iol lens. It is likely that using bss has caused the event. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-ni2 aq310ain preloaded injector lens, 12.50 diopter, and the rod passed over the lens and the lens was blocked inside the cartridge. The surgeon tried injecting bss in place of viscoelastic material but with no success. There was no patient contact.